Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump was not delivering insulin. The insulin pump alarmed no delivery. Customer's blood glucose level ranged from 150 mg/dl to 475 mg/dl. The customer treated her blood glucose level with a manual injection. The infusion set had a cannula that was bent in half. Outside the site was leaking. The no delivery alarm was resolved with a complete set change. The customer was feeling sick. The device was not returned.